Event description:
Pt to radiology for CT contrast of abdomen at 2100. At 2145 pt began with dry cough and c/o throat tightness. Vs 125/72-98 degrees-72-22. 02 sat 98 degrees inspiratory rales auscultated throughout lung. In house intensive evaluated pt. Stat cxr done, benadryl, solumedrol given. Unable to determine if pt had contrast reaction or reaction to dry latex with syringe (prefilled).